Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Physician decided to continue monitoring the patient since it was an isolated occurrence of episodes. Patient had no consequences after the event.